Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a robotic total laparoscopic hysterectomy - bilateral salpingectomy + lynx sling placement procedure performed on (B)(6) 2010 for the treatment of menorrhagia, fibroid uterus and stress urinary incontinence. After the implantation, starting on an unreported date, the patient experienced vaginal pain and dyspareunia. On (B)(6) 2020, the patient underwent a removal of segment of mid urethral sling and cystourethroscopy. During the surgical intervention, an incision was made on the vaginal epithelium just below the urethral meatus and carried down to the underlying sling, the sling was identified and transected and a segment was removed from either side, thereby relieving the tension. It was noted that this was in close proximity to the bladder, so some imbricating sutures were placed over the mucosa. Cystourethroscopy was performed to make certain that there was no defect in the bladder. The patient tolerated the procedure well. There were no known complications reported and the patient was transferred to the recovery room in good condition.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the information that the event started years after implantation on (B)(6) 2010. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The mesh removal surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.